Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the ipg was no longer holding a charge for longer than 1-2 days. A new charger was tried to no avail. The ipg was replaced on (B)(6) 2008. Follow up on the pt found that no further issues have been reported. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed functional testing. Ipg battery appears to have normal battery depletion. Once the battery was recharged, ipg functioned normally with no spontaneous cessation of power. Ipg has some instrument marks and antenna silicone is cut. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.